Manufacturer narrative:
The customer response on (B)(6) 2026 prompted the complaint analyst to update the failure to reflect leakage thus making this a reportable event. B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided; therefore, il was used as the state.

Event description:
It was reported that ext extension set leaked. We also have two samples of lot: rekz0380 that are defective. 15 june 2026: my knowledge on what happened is limited but I know of no adverse effects other than some mess and having to apply new product.